Event description:
The customer requesting support for error code 3111, oxygen not connected during est. No patient/user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22/aug/2018. Date received by manufacturer: 17/aug/2018. The sensor board was returned for evaluation. The board was tested and no failures were identified. The part met specifications. The cause of the event was not determined.